Event description:
An electronic report was received from a hemodialysis user facility. The facility reported that the blood line leaked blood in the tubing. The facility was contacted for additional info on this event. It was learned that the arterial heparin line separated from the main line of the bloodline. It was also learned that the facility had applied a clamp to the line and continued to use the tubing line for the completion of the dialysis treatment. It was also reported that as a result of this event, the blood loss was 30 ml. This pt completed the full dialysis treatment with the use of these bloodlines. The pt was reinfused at the end of the treatment and was discharged to home. It has also been learned that the pt is fine with no report of injury or ill effect. There is no sample available for evaluation.